Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed. This report is being submitted late due to a delay by a MFR's employee. A process improvement plan and training are in place.

Event description:
It was reported that the hcp was unable to communicate with the ins (implantable neuro stimulator). There was only one successful attempt of greater than 4 attempts over a number of months. The device was noted as 2 years old when successfully interrogated on (B)(6) 2010 with battery results "ok". The pt was not receiving therapy and changes to settings were unable to be made due to difficulty with telemetry. The pt was taken to surgery on (B)(6) 2011 and they were still unable to communicate with the ins intra-operatively. A new ins was connected and telemetry was successful. The surgeon had concerns regarding the short life span of the device. No pt injury was noted. The pt outcome was recovered without sequelae.